Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced kinked cannula, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was upper buttocks. Due to the event, patient's blood glucose level was high and was treated with correction injection via multiple daily injections (mdi). The blockage was located at the site. No further information available.